Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out while attempting to change the infusion set. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, cracked case near the reservoir window, and cracked case near display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.